Manufacturer narrative:
The complaint of a damaged catheter was confirmed; however, the root cause was undetermined. One 20g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. The needle had been removed from the catheter. A microscopic examination of the IV catheter revealed a curved breach in the tubing near the catheter tip; however, it could not be determined how or when the tubing was damaged. The breach allowed fluid to leak from the tubing. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by the customer that extension sets in nexiva have a hole in them. No harm to patients or user, failed IV attempts.